Manufacturer narrative:
Patient information is not applicable. There was no impact to patients as a result of this event. The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced the tarpon amp board at the affected location (fl2). Bec internal identifier - (B)(4).

Event description:
The customer reported a signal shift at the fl2 (pe) channel on their fc 500 flow cytometer. There was no report of death, injury, or change to patient treatment as a result of this event.